Manufacturer narrative:
(B)(4). Batch # l5263x. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What was the product code of the stapler loading the ecr60g (plee60a, pse60a, ec60a, etc.)? Can you please clarify what was meant by, the stapler body was locked before firing? When the stapler body was locked before firing, was the device locked with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? When the stapler body was locked before firing, did the device lock out (safety lockout engaged)? How was the procedure completed? The analysis results showed that one ecr60g reload was received partially fired 1/4. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. Upon evaluation, the reload was noted to have the deck, drivers and the one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the stapler body was locked before firing with the cartridge. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.